Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2014.

Event description:
It was reported that one day after initial implant, the right ventricular lead exhibited reduced sensing and high thresholds. It was determined that the lead had dislodged. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.